Event description:
This is a copy of an e-mail found on the ophthalmic photographers thread: "hey, has anyone ever had a topcon trc50ia catch fire on them? I was doing a fa last week and smoke started coming out of the base. My pt has a respiratory condition and almost passed out from the smoke, ?ain't that a coincidence, kind of funny in retrospect. Anyway, I have to send it in to check it out. This particular camera of ours has been unbelievably dependable, I don't think it has needed a new viewing bulb or flash tube in the past 3 years! By the way, all fuses are intact and none blew."